Manufacturer narrative:
G4: 17dec2019. B4: (B)(6) 2020. Per field service engineer (fse) the unit was not in use on patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/18/2019.

Event description:
It was reported that the unit's touchscreen was unresponsive. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.